Event description:
(B)(4) batches of cement were all mixed together. Bone cement set up too early; hardened faster than normal.

Manufacturer narrative:
The product associated with the reported event was not returned. The dfmea and IFU have both been reviewed and retained samples tested with all results within specification. A root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples, however one of the following could have potentially aided the unusual behavior mentioned: conditioning and storage of the samples and operating theatre temperature. No product problem has been identified therefore no corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).